Event description:
The customer reported that they got a "no shock delivered" message during a resuscitation attempt.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.